Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 18 lp low profile balloon catheter was returned for investigation. Bio-material appears to be present inside the catheter shaft. Balloon ruptured longitudinally from the proximal end of balloon. The rupture is 3.0cm in length. The returned device met dimensional requirements. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned device, and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
An advance 18 lp low profile balloon catheter was used in a balloon angioplasty. It was reported that, the balloon was being inflated at the site where the stent was placed and restenosis was present. The balloon ruptured before reaching nominal pressure. The balloon was removed and replaced and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). K130293. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A advance 18 lp low profile balloon catheter was used in a balloon angioplasty. It was reported that, the balloon ruptured before reaching nominal pressure. The balloon was removed and replaced and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.